Event description:
The customer indicated that during an atrial valve replacement, scissors triggered an electrosurgical pencil in the esu holster. The pencil electrode conducted electrosurgical energy through the scissors causing a 3cm x 4cm skin burn on the pt's left thigh. The wound was debrided.